Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an out of range low glucose alert due to sensor inaccuaracy on (B)(6) 2025 at 12:01 pm where bg - 108 mg/dl and sg - out of range low.after dms review,we confirm the values and the out of range alerts.the user's hcp is not aware of the event and advised to contact hcp for any medical assistance.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system shows him out of range low glucose alerts even when his blood glucose was not low. A review of the data management system (dms) data confirmed the reported event. An case (B)(4) was created to address the sensor inaccuracies related issues at the time of the event. A review of the in-vivo data revealed transient optical instability around the reported time (B)(6). This most likely contributed to the sg/bg mismatch at the time of the low glucose event. A review of 2 weeks worth data after the period of instability was analyzed (B)(6), and the system had stabilized with good agreement between bg/sg and was working within expectations. User didn't have to take any treatment or seek medical attention. This incident does not require any further investigation. B4. Date of this report 20 march 2025. D4. Updated additional device information. G3. Date received by the manufacturer? 20 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Component code updated to 510. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.